Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer's blood glucose reading was 487 mg/dl. The customer stated that her pump is not working properly because her sugars may have been high. The customer stated that she has not contacted her health care provider regarding her high blood glucose readings. The customer was advised to determine if the cannula is bent, the site must be removed from the body. The customer was advised to remove the reservoir, rewind and reinsert the reservoir and run manual prime with the current set. The customer declined to troubleshoot. The customer will call back.